Manufacturer narrative:
The initial reported event of high impedance levels was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead that was previously capped and replaced has now been extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the right ventricular defibrillation coil fractured in the connector leg. If information is provided in the future, a supplemental report will be issued.